Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, after the device was removed from the patient's body, the balloon was found to be ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, after the device was removed from the patient's body, the balloon was found to be ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that the target lesion was located in a calcified artery. The device ruptured during the fourth inflation at 12 atmospheres and was directly removed from the patient's body.